Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d4, d9, g3, g6, h2, h3, h6, and h10. A review of the manufacturing documentation associated with lot 35265672 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the coil wire part of the .018 x 300cm pgw short sv steerable guidewire was stretched and broken. There were no reports of patient injury. The wire was not removed from the dispenser by the distal floppy end. The device was not used on the patient. The packaging/shipment box was not damaged prior to opening device. The device was stored according to the instructions for use (IFU). The device was stored in the appropriate cabinet in accordance with IFU. Two images were submitted for analysis. One image included the packaging of an sv-5 wire 0.018" peripheral guidewire. The second image was of the distal end of the unit, which revealed an unraveled coil wire. A core wire separation was also observed. A non-sterile unit of guidewire ¿pgw .018 sv short 300cm st¿ was subsequently received for analysis. During visual inspection the radiopaque distal coil wire was noted to be unraveled. The core wire was received separated in two pieces. Both sections were returned for analysis. The unit was inspected using a vision system to obtain a magnified image. The coil wire presented with an unraveled condition with the proximal and distal end remaining attached to the core wire. The coil wire did not present with a separated condition. The unraveling of the coil wire resulted in the exposure of the core wire. Sem analysis at the separated sections on the core wire presented evidence of striation patterns, plastic deformation, and increased surface roughness. A product history record (phr) review of lot 35265672 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The failure reported by the customer as ¿distal tip ~ fractured-separated¿ was confirmed. The core wire was separated into two pieces. The failure reported by the customer as ¿guidewire ~ unraveled/stretched¿ was confirmed. An unraveled condition was observed on the distal tip of the coil wire. The striation patterns, plastic deformation, and increased surface roughness are commonly associated with fractures and separations caused by material tensile overload. Therefore, it is assumed the wire was induced to a tensile force that exceeded its material yield strength prior to the fracture/separation. The exact cause of these findings cannot be conclusively determined during the analysis however, handling factors such as removing the wire from the distal floppy end is a likely contributing factor. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿do not pull the distal tip to remove guidewire from dispenser as it may damage the tip.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the coil wire part of the .018 x 300cm pgw short sv steerable guidewire was stretched and broken. There were no reports of patient injury. The wire was not removed from the dispenser by the distal floppy end. The device was not used on the patient. The packaging/shipment box was not damaged prior to opening device. The device was stored according to the instructions for use (IFU). The device was stored in the appropriate cabinet in accordance with IFU. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 35265672 presented no issues during the manufacturing process that can be related to the reported event. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional testing. However, it will be submitted within 30 days upon receipt.